Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak, embolization with transient or permanent ischemia, and death.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment of an aortic arch aneurysm using gore® tag® conformable thoracic stent graft with active control system. After 2 debranch bypasses were performed, the first ctag was implanted below the left subclavian artery, then second ctag was implanted in proximally. As a chimney stentgraft, excluder leg (plc181000j/21975435) was also placed in the brachiocephalic artery. At the angiography, endoleak of unknown type was suspected at the inner curvature of the aorta. The procedure was completed. On (B)(6) 2020, the patient expired due to multiple organ failure. The actual onset date of the multiple organ failure was unknown. No further detailed information is available. The physician commented that the patient had a "shaggy aorta" with severely tortuous. Reported it was occurred the shower embolization of clot by delivering of ctag.